Manufacturer narrative:
The customer reported missing high and low alarms, was investigated. After attempting to identify the customer's reported configurations, the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of the os version restricts the ability to identify potential causes of the customer's reported issue. Therefore, the reported issue is not confirmed due to the inadequate information provided. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with a samsung s23 phone with android 14 operating system version 2.11.2.11107. The low glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer reported requiring unspecified treatment from a third party. No further details of the medical event were provided. There was no report of death or permanent impairment associated with this event.